Event description:
Diagnostic anomaly for alerts for impedance issue was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, an alert for impedance issue was observed on (B)(6) 2018. Programming changes were recommended. No further information available.